Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure, the cartridge injector system jammed and the preloaded intraocular lens (iol) haptics broke. The iol was not implanted; however, the cartridge tip was in contact with the patient's eye as the issue was observed during lens advancement. No unusual resistance was observed during lens preparation. The doctor acted in accordance with the instructions for use. Iol implantation was successfully completed using a back-up lens. No further information was provided.